Event description:
It was reported that this right atrial (ra) lead dislodged, exhibiting no thresholds and no sensing. The dislodgement was discovered through x-ray. The lead was repositioned the next day in a position where all measurement were within normal limits. No additional adverse patient effects were reported.